Manufacturer narrative:
Event date is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient was experiencing discomfort at the ipg site. Surgical intervention was undertaken on (B)(6) 2022 and the ipg was relocated to a lower location, resolving the issue.